Event description:
During a surgical procedure while using the kit, it was reported that the patient's fallopian tube was cut. The procedure was completed without any other issues. The hospital called to get the use instructions for the fallopian band kit. It was reported that they get thrown away when they are unpacked at the facility.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.